Event description:
Event description cpi received information that this bipolar lead was explanted because of dislodgement. The patient was moved back to the ward when the dislodgement was discovered. The lead was replaced with a bipolar positive fixation lead. Implanted-07/30/96. Explanted-07/30/96. Implant time-assume less than 1 day. The physician's manual 352527-003c, page 15, lists displacement as an adverse effect.